Event description:
During surgery, an endoscopic grasper broke at the jaw. The piece could not be retreived endoscopically. An open procedure was performed to retrieve the fragment. Patient developed lll atelectasis post-op on 05/16/97. Dismissed in satisfactory condition on day #5. This malfunction is occurring below the frequency and severity that are usual for this device.